Event description:
Letter received alleging concentrator product was found in house that caught fire due to cooking and a grease fire started, which was the source of the fire. Death alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown at this time. The consumer was a (B)(6) female whose height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer had an unknown invacare concentrator, home fill compressor and home fill cylinders in residence. The concentrator was in the kitchen of the consumer's home, next to the stove, when a grease fire, from cooking, caught the stove on fire and quickly spread to the wall and our equipment. The concentrator was badly smoke damaged. The consumer tried to escape from the fire by going down basement stairs when she allegedly sat on the third step and was overcome by smoke.